Manufacturer narrative:
The sample was not returned for evaluation. Received 1 photo of a two way catheter without original packaging. The lot number is unk; therefore, the device history record could not be reviewed. There are no changes in the manufacturing process that would have contributed adversely with the reported problem. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspected the product for any imperfections or surface deterioration prior to use." Visual inspection noted cuff to be rolled. (B)(4).

Event description:
It was reported that the catheter developed a ridge upon deflation. The ridge created a delay in removal.